Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Devices of multiple part/lot numbers were implanted during the procedure including: part: 76446540, part: 7540020, part: 9690030, part: 9193011, lot: lv25, part: 7510400, lot: m115997aa. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).

Event description:
(B)(6) 2006, patient underwent a posterior spinal fusion l5 to s1 with tlif at l5-s1 to treat degenerative lumbar disease at l5-s1, bilateral radiculopathy and bilateral sacrolitis. No intra-op patient complications were reported. The patient presents to the ER 7 days post-op with low back pain. Approximately 1.5 years post-op the patient underwent ¿removal of hardware, lumbar spine l5-s1 i.e., pedicle screws and rods, exploration of fusion, l5-s1, and decompression/hemi laminectomy far lateral nerve root decompressions of l5 nerve root¿ to treat lower back pain/left leg radiculopathy.